Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and replaced the arc probe and the valve, manifold kit. A review of the architect i2000sr, serial (B)(4) service history identified no further occurrences of discrepant results after the parts were replaced. Return testing was not completed as returns were not available. A review of the i2000sr tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the arc, probe and the valve, manifold kit did not identify any trends for the current complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i2000sr analyzer, the arc probe, or the valve manifold kit was identified.

Event description:
The customer observed false positive architect total b-hcg result for 1 sample. The following data was provided: (B)(6) initial result = 45.09 miu/ml (positive), repeat with b-hcg stat assay = <1.2 (negative) no impact to patient management was reported.